Manufacturer narrative:
Trackwise #(B)(4). The device was returned to the factory for evaluation on 05/10/2023. An investigation was conducted on 05/23/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the intact btt. A mechanical evaluation was conducted. A 5cc syringe, filled with saline was attached to the co2 line on the btt and squeezed the syringe to spray the saline. A leak were observed on the silicone balloon. The btt was unable to be inflated. Based on the returned condition of the device, and the investigation results, the reported failure "material rupture " was confirmed. The vendor certifies that this device serial/lot conforms to all applicable product specifications. The lot # 3000311054 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2, the vasoview hemopro 2 balloon popped while putting air in it, the normal amount of air with the syringe. They had to open another full kit because they had used their last accessory pack. No patient effects and just held the case up for a few minutes while they replaced the device.

Manufacturer narrative:
Trackwise ID: (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.